Event description:
The customer contacted stryker to report that their device failed to produce a rhythm with ECG electrodes or pads. In this state ECG would not be obtainable through any means (ECG cable or paddles lead), and the need for therapy may not be able to be determined. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Stryker contacted the customer to request additional information on the patient. No response has been received from the customer.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank.

Event description:
The customer contacted stryker to report that their device failed to produce a rhythm with ECG electrodes or pads. In this state ECG would not be obtainable through any means (ECG cable or paddles lead), and the need for therapy may not be able to be determined. This issue is patient related; however there was no adverse event reported.

Event description:
The customer contacted stryker to report that their device failed to produce a rhythm with ECG electrodes or pads. In this state ECG would not be obtainable through any means (ECG cable or paddles lead), and the need for therapy may not be able to be determined. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
Stryker evaluated the customer's device and was able to verify the reported issue through review of the patient electronic records but not able to duplicate. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause of the reported issue could not be determined.